Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to assist the customer with clearing the error; however, the customer did not respond.